Event description:
A user facility biomedical technician (bmt) reported a leakage occurred during priming and pre-treatment setup. Immediately, the staff replaced the product for a new supply. Upon follow-up, the facility clarified that immediately after starting the patient's hemodialysis (hd) treatment, the staff realized the blood did not pass. The facility did not mention the presence of clots. No blood leak occurred. The machine, a 4008, alarmed appropriately with a blood leak alert. It was unknown if the patient's blood was returned. The estimated blood loss was unknown. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies and the patient completed treatment on the same machine. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation. A photo was provided for the investigation.

Manufacturer narrative:
Correction: h10 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A photo was provided. The photo shows a dialyzer where there appears to be striping in the dialyzer fibers. This can be indicative of clogged (with pu) fibers. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak that was confirmed to have a fiber leak with sample evaluation. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The complaint is confirmed due to plugged fibers. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported a leakage occurred during priming and pre-treatment setup. Immediately, the staff replaced the product for a new supply. Upon follow-up, the facility clarified that immediately after starting the patient's hemodialysis (hd) treatment, the staff realized the blood did not pass. The facility did not mention the presence of clots. No blood leak occurred. The machine, a 4008, alarmed appropriately with a blood leak alert. It was unknown if the patient's blood was returned. The estimated blood loss was unknown. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies and the patient completed treatment on the same machine. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation. A photo was provided for the investigation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A photo was provided. The photo shows a dialyzer where there appears to be striping in the dialyzer fibers. This can be indicative of clogged (with pu) fibers. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak that was confirmed to have a fiber leak with sample evaluation. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The complaint is confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a leakage occurred during priming and pre-treatment setup. Immediately, the staff replaced the product for a new supply. Upon follow-up, the facility clarified that immediately after starting the patient's hemodialysis (hd) treatment, the staff realized the blood did not pass. The facility did not mention the presence of clots. No blood leak occurred. The machine, a 4008, alarmed appropriately with a blood leak alert. It was unknown if the patient's blood was returned. The estimated blood loss was unknown. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies and the patient completed treatment on the same machine. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation. A photo was provided for the investigation.

Manufacturer narrative:
Correction: h10 plant investigation: the reported complaint was confirmed. A photo was provided. The photo shows a dialyzer where there appears to be striping in the dialyzer fibers. This can be indicative of clogged (with pu) fibers. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak that was confirmed to have a fiber leak with sample evaluation. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The complaint is confirmed due to plugged fibers. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported a leakage occurred during priming and pre-treatment setup. Immediately, the staff replaced the product for a new supply. Upon follow-up, the facility clarified that immediately after starting the patient's hemodialysis (hd) treatment, the staff realized the blood did not pass. The facility did not mention the presence of clots. No blood leak occurred. The machine, a 4008, alarmed appropriately with a blood leak alert. It was unknown if the patient's blood was returned. The estimated blood loss was unknown. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies and the patient completed treatment on the same machine. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation. A photo was provided for the investigation.